Event description:
Caller reported, the pt tested 7.3 inr on the coaguchek s system and 4.9 inr on a comparison lab. Coumadin decreased based on device results. No adverse event reported. Requested return of suspect system and replacement sent.